Manufacturer narrative:
Further investigation result(s): with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Two additional complaints were noted for devices sterilized under sterilization run (B)(4). However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by allergan was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for gel breast implants for the period of oct 17 through sep 19, were noted two outliers in nov-17 and jan-18. An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations, maintenance and process validations of all equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to arklow manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported a left side gel fracture. Patient additionally reported "lymph nodes around breasts" "humongous and kept getting worse and worse," "breast became completely deformed," and upon removal devices "had mrsa in them." Device has been explanted. Affected side left.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and infection (late onset). These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported a left side gel fracture. Patient additionally reported "lymph nodes around breasts" "humongous and kept getting worse and worse," "breast became completely deformed," and upon removal devices "had mrsa in them." Device has been explanted. Affected side left.